Event description:
The customer originally reported that this device did not complete the sealing cycle did not finish as the final tone indicating ending of the sealing cycle was not heard. Another device was used to complete the procedure. No patient injury reported. S. Upon receipt of device sample for investigation on 05/21/2015 , it was noted that this device had1 broken/missing snap pin. Site was contacted but was unable to verify location of missing snap pin. Location of snap pin is unknown. No patient injury reported.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.